Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm empty reservoir. The customer stated that the pump don't register the insulin in the reservoir. The insulin pump alarm empty reservoir even though has that half insulin left in the reservoir. Customer's blood glucose at time of incident was 20 mmol/l as the pump stopped delivering insulin due to the error. The customer was advised that the device would be replaced.